Manufacturer narrative:
D5,6: h4 info unavailable, device returned with no lot ID. H6: code 400(other): damaged firing mechanism. Results of evaluation: conclusion: based upon the inquiry information received and the visual examination, it was concluded that the cartridge was returned with jammed wedge sleds. The instrument was returned with a broken outer pinion gear tooth and a broken short rack tooth. It was concluded that the jammed wedge sleds caused too much force causing the damage to the pinion gear and short rack. No conclusion could be reached as to how the wedge sleds had become jammed.

Event description:
During a laparoscopic assisted vaginal hysterectomy with bilateral salpingooophrectomy the surgeon fired the tsw35 3 times successfully. On the 4th firing the device made an unusual noise and did not fire the cartridge completely. The surgeon did not require another firing. The device is being returned with the reload cartridge in it. There was no consequence to the pt.